Event description:
It was reported that the patient experienced a ventricular fibrillation (vf) storm and died. The device and right ventricular lead were intermittently under-detecting/-sensing vf during the long episode of arrest.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.